Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. The investigation showed that the error was caused by a hardware defect. The drive motor responsible for the movement had a short circuit in the windings and destroyed the associated motor controller. As a result, motor movement was no longer possible, and the system was not operational. Such a defect is very rare and can, as in the given case, only be remedied by replacing the affected parts. The local service organization replaced the affected parts and the system ran again as specified. The spare parts consumption was checked and no indications of a possible general error could be found. Therefore, no further measures are necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no c-arm movement was possible. The procedure was continued, and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.